Manufacturer narrative:
As reported, a saber rx 6mmx4cm 155cm percutaneous transluminal angioplasty (pta) catheter ruptured at approximately ten atmospheres (10 atm) after it was delivered to the lesion and inflated. It is unknown how the procedure completed however the procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the iliac artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. An ipsilateral approach was made. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17562059 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx 6mmx4cm 155 ruptured at approximately ten atmospheres (10 atm) after it was delivered to the lesion and inflated. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the iliac artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. An ipsilateral approach was made. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. It is unknown how the procedure completed however the procedure finished successfully. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.